Event description:
Philips received a customer complaint regarding a v60 ventilator displaying a 1104 'backup alarm failed' error message, indicating a device malfunction. No patient or user harm was reported, and no patient was involved at the time the issue was discovered. The device was taken out of service and transferred to the facility's biomedical engineer (bme). No third-party accessories were identified as contributing to the issue. A remote service engineer (rse) performed troubleshooting, replicated the issue, and confirmed the 1104 error code was captured in the device's significant event log. Per the v60 service manual, the rse recommended replacing the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and power management (pm) pcba. The customer elected to replace the cpu pcba to remedy the issue and will contact technical support if further assistance is required